Event description:
A patient with l4-l5 degenerative disc disease received a partial discectomy with placement of a nuvasive coroent xl implant. During follow-up office visit, radiographs noted the implant had migrated 1cm out of the disc space. The surgeon reported that the most probable reason for the migration was the amount of residual tension from the partial discectomy, thus resulting in a lack of engagement between the implant and the vertebral endplates. Revision surgery included a complete annular release and a larger interbody implant placement in the disc space. There was no reported adverse effect on the patient.

Manufacturer narrative:
To clarify on the discontinuation of sq-240, the phase-out and subsequent changeover of sq-240 to harmony lighting systems began in 2002, with the final shipments in the first quarter of 2006. Minimal orders were placed between 2002 and 2006 for sq-240 due to the introduction of the new lighting technologies.

Manufacturer narrative:
A steris service technician found that a capacitor had come loose from the printed circuit board. The technician installed a new wall control and the lights were placed back into use. Steris is not under contract to perform preventive maintenance at this site. For systems under preventive maintenance contracts with steris, the wall control components are inspected twice annually as part of the service agreement. Wall controls require routine preventive maintenance inspections to ensure proper operation of the wall control circuit breakers, fuse holders, connectors and wires and to detect any component degradation or loose connections. As noted above, steris was not under contract to perform preventive maintenance at this site. For systems under preventive maintenance contracts with steris, the wall control components, including the tightness of wires and terminals are inspected twice annually as part of the service agreement. Steris was unable to locate any preventive maintenance records for worked performed by the user facility on this device. The smoke observed by the user facility in this event was the vaporized contents of the electrolyte used in the capacitors located on the power control board located in the wall control. As a design feature, when a capacitor fails due to overheating caused by excess current, the pressure relief vent at the top of the capacitor opens to allow the capacitor to exhaust, emitting a plume of smoke which lasts a short time and stops. This vapor is short-lived and is not harmful. Steris discontinued installation of new sq-240 lighting systems in 2002. The expected useful life of the system is 7 years under normal conditions of use, assuming that preventive maintenance is performed as specified in the device's maintenance manual. The manual for these systems notes that the preventive maintenance frequency is a minimum and should be increased with increased light usage. Due to the age of these light systems and the discontinuation of production, some critical replacement parts are obsolete and no longer available. Steris has provided notification to our customers of the obsolescence of the sq-240 system and is proactively discussing advancements in lighting technologies (i.e. Energy efficient systems) now available to customers. Steris met with this user facility on (B)(4) 2010 to discuss transitioning from sq-240 to a newer lighting technology.

Event description:
The user facility staff smelled a hot odor during a patient procedure. After the procedure was completed, the surgical lights were turned off and smoke was noticed coming from the light wall control. The smoking stopped when the staff turned off the power. There was no delay in the procedure, and there was no injury to the patient or user facility staff.